Event description:
Laparoscopic oophorectomy attempted using the inzii retrieval system. The laparoscopic retrieval bag failed to deploy correctly and would not open. The bag was unable to be retracted, requiring cutting of the [invalid]; additional incision was required to remove the bag from inside the patient. FDA safety report ID# (B)(4).